Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received. Review of manufacturer's database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Event description:
It was reported the lead was replaced due to fluctuating impedances and several inappropriate shocks. Later alleged by attorney that patient "suffered physical and other injury as a result of the recalled lead and died as a result of complications due to her defective sprint fidelis lead." Further alleges in 2008, patient had experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention for her defective" lead and "suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed." The lead was replaced due to fluctuating impedances and several inappropriate shocks. Later alleged by attorney that patient "suffered physical and other injury as a result of the recalled lead and died as a result of complications due to her defective sprint fidelis lead." Model 6949.